Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that there was very intermittent beeping from the generator and the system would not take an exposure. It appeared that the atp console may have been losing contact with the fluoro central processing unit (cpu). Replaced fluoro cpu board. The imaging system then passed the system checkout and was found to be fully functional. Not available on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that there was an intermittent beeping and the site could not expose. This was outside of surgery.